Event description:
Customer reported feeling low. Customer device = 22 mg/dl. Customer passed out. Customer regained consciousness within 10 minutes and called paramedics. Customer ate candy while awaiting paramedics. Paramedics arrived 20 minutes later and their device = 85 mg/dl. No treatment was given. Controls were expired. A request made for return product and replacement product was sent.